Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 378 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.